Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by turbid effluent. The cause of peritonitis was not reported. One day after the onset of symptoms, the patient went to the outpatient department (opd), however, it was not reported if the patient was hospitalized for the event. The patient was prescribed with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient has not recovered from the peritonitis event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.